Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms. The patient also stated that the belt seems to shock his hand every once in a while. Pt stated that its causing tingling in his hands. He is not reporting any injuries or skin irritations. There is no indication that the patient required medical intervention. There is no indication of serious injury.